Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a contact detach infusion set, including an insulin occlusion alert with blood glucose reportedly reaching 401 mg/dl that only resolved after changing the infusion set and supplies; the user reported repeatedly using the same insertion area and suspected scar tissue, and education on alternative infusion sites was provided. Symptoms included hyperglycemia remaining high for over 14 hours before improving. Outcomes included no health consequences or lasting impact. Investigation of this case revealed an obstruction of insulin flow associated with a deformation problem, with the connector/coupler identified as the involved device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.